Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). The device was not evaluated as the batch number was not communicated and the product will not be returned. The device was not returned to the manufacturer. Therefore it could not be analyzed. The device manufacturing quality record could not been reviewed as the item and lot number of the product were not communicated. With the available information, the exact root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent hip arthroplasty on (B)(6) 2016. Subsequently, the patient reported tendonitis of psoas, treated with infiltrations

Manufacturer narrative:
(B)(4). This follow-up report is being filled to relay additional information. The following sections were updated: d1, d2, g1-2, h2, h3, h6, h10. H3 - the device was not evaluated as the batch number was not communicated and the product will not be returned. The device was not returned to the manufacturer. Therefore it could not be analyzed. 3 similar complaints (including the current complaint) have been recorded regarding an issue with psoas on gts femoral stems (all references) products since one year. The device manufacturing quality record could not been reviewed as the item and lot number of the product were not communicated. With the available information, the exact root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : batch number was not communicated

Event description:
It has been reported that a patient underwent hip arthroplasty on (B)(6) 2016. Subsequently, the patient reported tendonitis of psoas, treated with infiltrations